Event description:
The customer stated that the meter would not turn on when test strips were inserted into the meter. A review of the system was conducted over the phone. This review indicated that the meter would power on when test strips were inserted into the meter, but segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call with future questions/concerns.